Manufacturer narrative:
Four attachment clips were returned to the MFR for investigation and conclusion. One of the clips had suffered extensive damage where all 3 top rails were broken through the cold shut line. The detachment rail had also broken on 1 side and was missing. The body of the clip had curvature through the central axis of the clip. This sugegsted that the clip has been folded about its central axis by a large force. The sling MFR and test date is unk. However, the attachment clips all have date clocks indicating december 1997. The sling, therefore, had exceeded the normal life expectancy of 2 yrs. The investigation report stated the clip broke off during transfer. The curved clip profile suggests that the clip was damaged significantly before final use, which should have been noted on routine examination before use. The MFR concludes the break in the clip was considered to have been caused by physical damage through folding. Possible reasons for this damage could be laundering machinery damage during washing or drying, or trapping and subsequent folding forces by a door or similar. The MFR recommends the customer be advised to review their laundry process to check for potential physical damage points and to check for other areas where physical damage could occur. The customer should be aware of the need for regular sling inspection before each and every use.

Event description:
The pt was being transferred from the bed to the wheelchair. The pt was approx 3 feet in the air when the left shoulder clip broke. The pt fell to the floor, striking a small wooden table on the way down. The pt injured his left shoulder and left ear. An ice pack was applied to his ear and the pt was then transferred to the hosp for treatment.